Manufacturer narrative:
Site has indicated the device is available for evaluation but has not been received by the manufacturer. (B)(6). (B)(4).

Event description:
During a rotator cuff re-fixation procedure it was reported that the top of the needle broke passing the very hard rotator cuff. There was an estimated twenty minute delay in the procedure. The piece was not able to be removed; the attempt to remove it was unsuccessful.

Manufacturer narrative:
Three requests were made for the return of the device without any response. A review of the device history records and quality records associated with this manufactured lot confirmed that one additional complaint has been filed and that no abnormalities were reported with this product during manufacture. Should the device be received the complaint will be reopened. No further investigation is warranted at this time. (B)(4).